Event description:
On (B)(6) 2010, the pt underwent repair of an abdominal aortic aneurysm. The trunk-ipsilateral leg component was implanted with no problems. The physician then tried to cannulate the gate; however, after multiple attempts was unable to do so. An unplanned aorto-uni-iliac and a femoral-femoral bypass were performed. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.